Event description:
Reporter stated that pt went into diabetic ketoacidosis twice in a single day. First event: pt's blood glucose was "hi" and pt was taken to hospital where they were treated with IV insulin, and their blood glucose returned to normal. Later, the pt went into diabetic ketoacidosis again (blood glucose=800+ mg/dl. Pt was again taken to hosp and treated with IV insulin.